Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. C22907) for female sterilisation. Concurrent conditions were listed as fibroids and menorrhagia. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure insertion date discrepancy added (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.692 kg. [Pathology test] on (B)(6) 2021: final diagnosis: a. Uterus, cervix, robotic hysterectomy: - chronic cervicitis with nabothian cysts. - proliferative endometrium. - adenomyosis. - coiled synthetic material, gross only. B ) . Right fallopian tube, robotic salpingectomy: - fallopian tube with paratubal cyst. C). Left fallopian tube , robotic salpingectomy : - fallopian tube with no significant pathologic changes gross description: uterus and cervix: the endometrial cavity measures 4.5 x 2.0 cm with 0.2 cm of endometrial mucosa . Multiple sections through the specimen show several fibrotic areas; one of them contains a coiled, synthetic, possible metallic material, measuring 5. 0 cm in length x less than 0.1 cm in diameter. No nodules with a whorled pattern are grossly identified. At the cut surface, the fallopian tube shows a complete cross section. Sections submitted: myometrium with coiled material right fallopian tube: it consists of one fimbriated fallopian tube, measuring 3.0 x 1.5 x 1.0 cm left fallopian tube: it consists of one fimbriated fallopian tube, measuring 3.0 x 1.2 x 1.0 cm clinical history: pre-op diagnosis: fibroids. Operation performed: robotic hysterectomy bilateral salpingectomy. Specimen: uterus, left and right fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: medical record received. Lot number & pathology test added. Reporter & reporter causality comment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. C22907) for female sterilisation. Concurrent conditions were listed as fibroids and menorrhagia. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure insertion date discrepancy added (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.692 kg. [Pathology test] on (B)(6) 2021: final diagnosis: a. Uterus, cervix, robotic hysterectomy: - chronic cervicitis with nabothian cysts. - proliferative endometrium. - adenomyosis. - coiled synthetic material, gross only. B ) . Right fallopian tube, robotic salpingectomy: - fallopian tube with paratubal cyst. C). Left fallopian tube , robotic salpingectomy : - fallopian tube with no significant pathologic changes. Gross description: uterus and cervix: the endometrial cavity measures 4.5 x 2.0 cm with 0.2 cm of endometrial mucosa . Multiple sections through the specimen show several fibrotic areas; one of them contains a coiled, synthetic, possible metallic material, measuring 5. 0 cm in length x less than 0.1 cm in diameter. No nodules with a whorled pattern are grossly identified. At the cut surface, the fallopian tube shows a complete cross section. Sections submitted: myometrium with coiled material. Right fallopian tube: it consists of one fimbriated fallopian tube, measuring 3.0 x 1.5 x 1.0 cm. Left fallopian tube: it consists of one fimbriated fallopian tube, measuring 3.0 x 1.2 x 1.0 cm. Clinical history: pre-op diagnosis: fibroids. Operation performed: robotic hysterectomy bilateral salpingectomy. Specimen: uterus, left and right fallopian tube. Batch no: c22907, production date: 2014-02-06, and expiration date: 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.